Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was also 400 mg/dl. The customer was treated with syringes. The customer had symptom related to high blood glucose level was no shortness of temper. The customer performed fixed prime and found that the insulin exited. The insulin pump will not be returned for analysis.